Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2025. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025 around 04:30-5:00pm, the patient was outside cutting grass when he passed out. He could not remember if he had any symptoms prior to passing out. The patient was taken to the hospital by someone. At the hospital, his bg was checked and it was 29 mg/dl but the cgm was showing that the wearable failed. The patient was treated with IV glucose. The patient was discharged the same day around 8:00pm. Data was provided for investigation. The allegation was confirmed via data. The probable cause was determined to be very low count aberration. No additional patient or event information is available.